Event description:
Same case as MFR report #: 2134265-2011-03359. (B)(4) clinical trial. It was reported that following a coronary artery stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated two target lesions. Target lesion one was a 3.0x18mm, 80% stenosis located in the lmca (left main coronary artery). Target lesion one was treated with predilation and placement of a 3.0x12mm taxus liberte stent overlapping with the stent in lesion two. Target lesion two was a 2.6x5mm, 70% stenosis of the om1 (1st obtuse marginal). Target lesion two was treated with direct stenting using a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. The patient returned in (B)(6) 2011 with an abnormal nuclear scan. Angiography found stenosis within the stent which was felt to be not amenable to re-stenting and the patient was treated medically. In (B)(6) 2011 the 99% subtotal occlusion, in-stent restenosis of the lmca was treated with predilation and placement of a 2.5x28mm non-bsc stent with "good ostial sealing". Additionally the distal lcx was treated with predilation and placement of a 2.5x28mm non-bsc stent. The event was considered resolved without residual effect and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).